Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the left lower extremity vein. An angiojet zelante catheter and amplatz guidewire were selected for use. During device introduction, the tip of the catheter advanced approximately 40 cm over an amplatz guidewire before encountering resistance and becoming stuck, preventing further advancement. The issue was identified intra-procedurally while the device was inside the patient. The catheter was subsequently withdrawn, and another catheter of the same model was used to successfully complete the procedure. The patient remained stable following the procedure, and no complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter facility number - (B)(6).

Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the left lower extremity vein. An angiojet zelante catheter and amplatz guidewire were selected for use. During device introduction, the tip of the catheter advanced approximately 40 cm over an amplatz guidewire before encountering resistance and becoming stuck, preventing further advancement. The issue was identified intra-procedurally while the device was inside the patient. The catheter was subsequently withdrawn, and another catheter of the same model was used to successfully complete the procedure. The patient remained stable following the procedure, and no complications were reported as a result of this event. It was further reported that the guidewire was not removed because when the tip of the suction catheter entered the micro-end of the guidewire by about 40 cm, there was a jamming phenomenon that prevented further insertion. The suction catheter had not yet entered the patient's body, so only the suction catheter was withdrawn.